Event description:
It was reported that malfunction occurred with the customer's pump, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and received guidelines on transitioning to a replacement pump. The replacement pump with updated software was sent to the customer, who agreed to return the malfunctioning pump to tandem.